Event description:
It was reported that prior to deploying xience v 3.5 x 8 mm stent at a lesion in the left main (lm), it was noted that there was a strut fracture in the stent. Therefore the stent was not implanted and was withdrawn. A xience v 3.5 x 12 mm stent was successfully implanted. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that the stent strut was not fractured/broken off, but rather was flared. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent damage from this lot. Based on the reviewed information, no product deficiency was identified.